Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted prophylactically due to concern for pocket erosion in a thin patient. Given the patient's age and body habitus, a new device will be implanted subpectoral to provide better tissue coverage and reduce the risk of future erosion. No additional adverse patient effects were reported. This ICD will be returned for analysis.